Manufacturer narrative:
There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent system update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with toxic anterior segment syndrome, conjunctival inflammation, hypopyon, and corneal edema, in the right eye, one day following cataract surgery. Postoperative medication was altered for treatment. The patient is reported as improving.